Manufacturer narrative:
Alleged failure: half of the branched part of the tip of the shaft of the iconix anchor was lost and remained in the body. After that, I tried to collect it, but I am not sure if it was finally collected. I couldn't confirm by x-ray. They want to know what caused the tip to break. What is the tip defect rate on the 25 and 12 degree curves of iconix instruments? Is it biocompatible? The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be: excessive force applied on inserter, movement of guide out of orientation to pilot hole, or use of wrong drill. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that there is a piece from the inserter that potentially remains in the patient. Note, the procedure was completed successfully, however it is not confirmed whether the debris was removed. It was not seen in the x-ray.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there is a piece from the inserter that potentially remains in the patient. Note, the procedure was completed successfully, however it is not confirmed whether the debris was removed. It was not seen in the x-ray.